Manufacturer narrative:
The patient underwent cystoscopy and closure of vaginal mucosa over mesh erosion in the midline on (B)(6) 2011 for postoperative vaginal discharge, dyspareunia and mesh erosion. The patient underwent postoperative mesh erosion with vaginal drainage status post previously attempted excision on (B)(6) 2012 for excision of exposed vaginal mesh with closure of the wound and cystoscopy.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems and dyspareunia. The patient underwent cystoscopy and closure of vaginal mucosa over mesh erosion on (B)(6) 2011 for postoperative vaginal discharge, dyspareunia and mesh erosion. The patient underwent postoperative mesh erosion with vaginal drainage status post previous attempted excision on (B)(6) 2012 for excision of exposed vaginal mesh with closure of the wound and cystoscopy.